Event description:
The port was placed 7/22/96 for chemotherapy. It was reported that there were problems aspirating blood from the port. On 10/02/96, after a maintenance flushing of the port, some clear to bloody fluid was forcibly expelled through the skin. The port was removed on 10/10/96 and the catheter tubing was found to be broken about 1/2 inch distal to the port stem.